Manufacturer narrative:
Section d9: device available for evaluation? Yes; section d9: date returned to manufacturer: may 24, 2021; section h3: evaluated by manufacturer: yes. Device evaluation: the plunger and pushrod was observed, in advanced position. Residues of viscoelastic material was observed, on cartridge. No damaged was observed, to the cartridge. The lens was returned outside the device. Loose fibers/particles were observed, on lens related the handling of the unit out of a sterile environment. Residues of viscoelastic material was observed, on lens. No damaged was observed, to the lens. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepare for surgical process. The complaint issue reported was not verified. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. And the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: patient weight: unknown/no information. Patient ethnicity and race: unknown/no information. If implanted; give date: not applicable. The iol was removed/replaced in the initial surgery. If explanted; give date: not applicable as the iol was removed within the same procedure. Email address: unknown/no information. Device evaluation: the product testing could not be performed because the product was not returned. The complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated, and no deviation was found during process related to the complaint issue reported. A search of complaints revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Received report indicating the intraocular lens (iol) was fully inserted into the patient¿s right eye. After insertion it was noticed the iol was torn. The iol was removed and replaced with a different model (zcb00) but same diopter. No further information is available.